Event description:
It is reported that the drills broke while in surgery in jan. 2004. The drill was operated with tps and broke. Second one used and also broke. Surgeon used a trocar and drill guide. Reportedly both off drill parts remained inside pt.